Event description:
It was reported that the intraocular lens was explanted, due to the patient's unexpected post operative refraction. The replacement lens was implanted in the sulcus without complication.

Manufacturer narrative:
The device was received and measured for diopter. The results show the diopter of the intraocular lens is correct as labeled, 21.0diopters. The lens met all other optical properties specifications. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests it is not manufacturing related.